Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision to address pain following a fall. The tibial tray and femoral component were both noted to be well-fixed, but revised. There was significant bone loss in the posterior lateral aspect of the tibia after removal of the tibial tray, the defect was contained. The patella component was well-fixed and not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2016. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.